Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was vibrating and beeping stuck button alarm. Customer's blood glucose level was 14 mmol/l. Customer also stated that they removed battery and put it in a brand new battery and the screen stayed on stuck button and was unable to clear it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with unresponsive all the buttons due to corroded keypad traces. No stuck button error alarm noted during testing.